Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the therapy was turning itself off. The patient has been having issues. The ins turned itself off several times. They ignored it at first and thought it was maybe because they hit their head, which shook it up or something. When they hit their head, it was nothing that knocked them out or broke skin. They have been having a great deal of difficulty walking. They checked their patient programmer and saw the ins was turned off. Then it was reported that last night, it was the second time they noticed the ins was off. The patient programmer was beeping and showed the ins off. They've been feeling stiff and it seemed to come on fairly quickly. After the patient discovered the ins was off, they turned the therapy back on and noticed the stiffness and rigidity went away immediately. The patient said there was no reason for the ins to turn off on its own. The patient also has had the flu and a high fever and asked if this would be the reason for the ins to turn off. The patient was up in the mountains and came back on monday afternoon. It was unknown if the flu was related to the device. The patient also mentioned that they went through an airport scanner 2-3 weeks ago but the device was working. The airport scanners didn't seem to bother it, as the patient can tell when the device is working and when it's not. The ins was confirmed to be at 3 quarters charged. It was also confirmed the patient charges constantly and they've had no medical procedures lately. No further complications were reported as a result of this event.